Event description:
The reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -16.00/1.5/167 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed. The lens remains implanted. Reporter states. "Patient scheduled for replacement of icl." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
Correction data: a2- dob is (B)(6) 1982. B5-the reporter indicated that a 13.7mm vticmo 13.7 implantable collamer lens of -16.00/1.5/167 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2023. Excessive vault was observed with significant reduction of iridocorneal angles. The lens remains implanted. Reporter states. "Patient scheduled for replacement of icl." If additional information is received a supplemental medwatch report will be submitted. H6- cliniclal code 4581- significant reduction of irido-corneal angles. Claim# (B)(4).

Manufacturer narrative:
B5 - lens exchanged on (B)(6) 2023 with a shorter length lens and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
B5 - lens was implanted on (B)(6) 2023. Claim# (B)(4).